Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead¿s distal part as mentioned in the complaint description. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. In summary, a bend in the lead¿s distal part was noted. There was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced. This lead was originally placed in the rv, but one day post implant another physician decided to move this lead to the ra and place a new competitive lead in the rv instead. After moving this lead to atrium, the physician noted that the patient was in chronic a-fib and then said that the lead looked bent when it came out. There were no adverse patient events reported. Should additional information be received, this file will be updated.